Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high ultrafiltration on the homechoice machine (hc). The home patient (hp) stated he has a total ultrafiltration of 2616ml. The hp stated he had a drain of 4900ml a few days ago in drain 3 of 5. The hp stated he has an ultrafiltration of 1600-2600ml regularly. The technical service representative (tsr) advised the hp to contact his nurse to talk about the minimum drain percentage. The hp stated he uses 2.25% for 2 days and then switches to 4.25% when he has swelling or has absorbed fluid. The hp stated his ankles were swollen last night and he used the 4.25% solution. The hp had a cycle 5 ultrafiltration (uf) of 267ml, cycle 4 uf of 777ml, cycle 3 uf of 372ml, cycle 2 uf of 595ml, and cycle 1 uf of 605ml. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed based on the volumes provided by the customer. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or. The assignable cause of the increase intraperitoneal volume event was undetermined.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.